Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 300 mg/dl with polyuria. During troubleshooting, customer support found that the pump was not accurately calculating the recommended bolus amount. Cs advised the patient to discontinue pump use. The bg excursion does not meet animas criteria for a reportable adverse event. This complaint is being reported because the calculation issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/8/14. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: the complaint was not duplicated in testing. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or pump histories at time of reproted issue. Pump passed delivery accuracy test and found to be delivering within required specifications. Unrelated to the complaint, display is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.